Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer noted that qc was within range before and after the event. The field service representative found contamination on the sides of the ise sample probe and build-up of an unknown substance on the vacuum/sipper nozzle that could not be cleaned off. The nozzle had visible crystals blocking the flow of reagent dispense. The field service representative replaced the ise sample probe, made adjustments in the sampling area, adjusted positioning, replaced the sipper and vacuum nozzles, and replaced and primed the ise diluent and nozzles. Successful ise and performance checks, qc, and calibration were performed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial result was 149 mmol/l. The repeated result was 140 mmol/l. The questionable result was not reported outside the laboratory. The repeated result was believed to be correct. The sample was repeated as the customer questioned the result due to having previous issues with ise results.